Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Visual examination of the returned product confirmed that the item and lot numbers match those recorded in the complaint record. Scuffs and scratches noticed on the part. A review of the photos taken during the returned product review confirms a fractured pin. A review of the device manufacturing records could not be performed because the records cannot be retrieved from twenty years ago for this particular instrument. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the oxford im rod removal hook snapped while removing the intramedullary rod. No parts fell into the patient. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.